Manufacturer narrative:
Block b3: approximated based on the commencement date of the study. Block d4, h4: the literature article did not provide the suspect device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: de jong dm, et al. The value of cholangioscopy-guided bite-on-bite (-on bite) biopsies in indeterminate biliary duct strictures. Endoscopy. 2025 nov;57(11):1220-1229. Doi: 10.1055/a-2619-6803. Epub 2025 may 23. Pmid: 40409293; pmcid: pmc12566887. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis.

Event description:
Boston scientific corporation became aware of an event involving the spyscope ds ii through the article titled "the value of cholangioscopy-guided bite-on-bite (on bite) biopsies in indeterminate biliary duct strictures". This international, multicenter, prospective interventional study was conducted between november 2020 and august 2022 to evaluate the diagnostic accuracy of biopsy techniques using digital single-operator cholangioscopy (dsoc) in patients with indeterminate biliary duct strictures (ibds). According to the article, 89 patients with ibds underwent dsoc using the spyscope ds ii, where both single biopsies and bite-on-bite biopsies (bbb) were performed. High technical success rates were achieved for both techniques, with similar diagnostic performance. Bbb did not demonstrate superiority over single biopsies, and prior biliary manipulation was associated with reduced diagnostic accuracy. Following the procedure with the spyscope ds ii, one patient developed interstitial edematous pancreatitis. They were treated conservatively with antibiotic therapy and endovenous hydration. There were no reported device malfunctions or performance issues associated with the spyscope ds ii in this event. Please refer to cited article de jong dm, et al. The value of cholangioscopy-guided bite-on-bite (-on bite) biopsies in indeterminate biliary duct strictures. Endoscopy. 2025 nov;57(11):1220-1229. Doi: 10.1055/a-2619-6803. Epub 2025 may 23. Pmid: 40409293; pmcid: pmc12566887.